Manufacturer narrative:
Combination product: yes.

Event description:
Insulation damage at the ICD connection was observed. Abnormal shock impedance was measured. The lead was capped and left in the patient.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The provided pictures were analysed. A conductor break of the lead distal to the connector pin in the pocket area can be confirmed. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.